Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm, pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the alarm(s). The customer was not able to rewind the pump. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test, self-test, displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, pump error 37 ooccurred on (B)(6) 2025 23:28:20.000 until (B)(6) 2025 23:32:07.000 and pump error 43 occurred on (B)(6) 2025 23:20:43.000 until (B)(6) 2025 23:26:37.000 found in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on motor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. Failed battery test was not confirmed. Pump error 37 and pump error 43 did not occur during testing, however, confirmed in the history due to corroded motor switch. Exposed to moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.